Event description:
It was reported that this right ventricular (rv) lead exhibited gradually rising pacing impedance values, high capture thresholds, and intermittent capture. Reprogramming was performed. The patient will be continued to be monitored. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually rising pacing impedance values, high capture thresholds, and intermittent capture. Reprogramming was performed. The patient will be continued to be monitored. The lead remains in use. No adverse patient effects were reported. Subsequently, the lead exhibited non-physiological noisy signals that resulted in a signal artifact monitor (sam) episode. The respiratory rate trend (rrt) was disabled as a result. The health care professional (hcp) wanted to know if lead revision would be advised by technical services (ts). Ts stated that it was physician discretion. The lead remains in use. No adverse patient effects were reported.